Event description:
During shoulder arthroscopy procedure, shaver device was connected to shaver machine and machine ((B)(6)) recognized the device as being expired. However, the shaver device being used is not expired. Another shaver device (same ref# and same lot#) was obtained from supply and plugged into the same device and worked without any error message. Ambient super multivac 50 smith & nephew orthopedics gmbh / arthrocare corporation ref# (B)(6) and lot#2128508.